Event description:
Per the facility, "the patient fell out of bed last night (B)(6) 2017 at approx 10:15 pm per the facility. There were no witnesses. The patient yelled for help and was found laying on the floor face down by the charge nurse. The patient complained of severe pain in his left arm and was sent to the ER at approx 10:35 pm." The patient sustained a fracture of the left hand and a swollen left arm.